Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her doctor believes the insulin pump was not functioning properly. The customer stated that she changed the reservoir, but the motor does not seem to be moving and she was experiencing high blood glucose of 226mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the displacement test and the test passed. The manual prime was completed and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.